Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 77mm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were reported as the proximal neck diameter was 22mm and 24mm in diameter immediately above the aneurysm. The length of the aortic neck was 7mm. The patient¿s right internal iliac artery was coiled four days before the index procedure. During the index procedure the left internal iliac artery was coiled. It was reported that while the physician released the supra-renal stent of the main body the stent graft moved a few millimeters distally from the intended landing zone. A final angio revealed a proximal type I endoleak. The physician elected to treat the endoleak with an endurant cuff ; however, after the cuff was implanted the left renal artery was occluded due to the cuff. The endoleak diminished, but did not resolve. The physician treated the endoleak by implanting another manufacturer¿s device in the left renal artery and implanted another manufacturer¿s stent in the proximal neck with kissing technique. The physician dilated the proximal neck with a balloon for five minutes but the endoleak did not resolve. The patient will continue to be monitored. The physician stated that the proximal neck was short and a proximal type I endoleak was expected. Intra-operatively, a blush type IV endoleak was also observed from the main body. The patient is doing fine and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; short proximal neck. Aortic neck length less than 10mm. Conclusion: endoleak. Anatomy related; short proximal neck. Aortic neck length less than 10mm.